Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was not detecting its pockets. A field service engineer (fse) opened the back panel door and observed that the light on drawer 4.1 was blinking. The device was power cycled by performing a cold boot of the station. The fse then opened drawer 4.1 and measured the resistance of the drawer controller board as instructed. Both the drawer controller board resistance and the drawer solenoid were checked appropriately. After completing the checks, the fse reinstalled the drawer row board cable at the back of the drawer and rebooted the system and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer rebooted the station however the efforts were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.